Event description:
MDR decision date: (B)(6). Injury alleged. Malfunction alleged. Letter received from a law firm reporting their client was injured when the subject product malfunctioned. The letter stated that one side (of the lift) did not work, legs did not go down and client had to hold up patient. The client was reportedly 32 weeks pregnant. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl450-2, serial number/date (B)(4). The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.